Event description:
The device allegedly displayed what appeared to be asystole during pt monitoring, accompanied by a service light. The displayed rhythm did not match the pt's rhythm. The pt's outcome and details were not reported.